Event description:
Pt reported that the expiration date, printed on the advantage strip vial, is 06/30/2007. According to the manufacturer's batch record, the correct expiration date for strip lot 522733 is 11/30/2005. No adverse event was reported. The pt did not provide the location where the labeling problem was discovered. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The advantage test strips are the suspect product.